Event description:
It was reported by repair work order that the bed was shorting out due to a damaged power connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.